Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to the suture was pulled until it broke due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of two proglide devices were successfully placed. Reportedly the physician pulled a suture with forceps to eliminate the deflection and the suture separated. A new proglide suture was placed. The tevar procedure was completed using a 9f sheath. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.